Manufacturer narrative:
On july 26, 2022, upon secondary review of the file, mentor became aware that the patient underwent bilateral breast augmentation in (B)(6) 2017, and initially developed left breast capsular contracture baker grade IV, and some time after, developed right breast capsular contracture baker grade IV. Right side was created to report the right side capsular contracture; however, this event was already reported, therefore this report is being downgraded, and corresponding codes have been updated on this file. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2022, mentor became aware that the due date was inadvertently reported under follow up number 5 report as "8/25/2020". It should have been "8/25/2022". Also, upon secondary review of the complaint file, it was noticed that there was never an issue with the replacement device, and hence, this report is last submission. The right side capsular contracture occurred with the very first pair of implants the patient received on (B)(6) 2017, which is reported under manufacturer report number 1645337-2022-08691. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect due date (B)(6) 2020 was submitted for the previous follow up 2 report. Follow up 2 report due date is (B)(6) 2020. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's date of implant was (B)(6) 2018; which has been updated under field h6, and that the patient will undergo unilateral left side explantation on (B)(6) 2020. Also, mentor became aware that patient's date of birth is (B)(6) 1976, which has been updated under field a2. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2020, mentor became aware that the right side responded to singulair and vitamine e and the replacement device used on the left side on (B)(6) 2020 was catalog number 3501501bc; and serial number (B)(6). This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/22/2019, mentor became aware that patient has cancelled surgery. Hence, explantation date was removed from field, medical device removal code was removed from field patient code, and methods code under field has been updated to "device not accessible for testing". A manufacturing record evaluation (mre) was performed for lot 7519222, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 150cc mentor memorygel breast implant on the left and with 175cc mentor memorygel breast implant on the right and was presented with bilateral capsular contracture; baker grade IV upon examination on (B)(6) 2018. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2019. This report is for the patient¿s right-sided device.